Event description:
Caller reports the use by date on the compact test strip vial as 09/2009. Manufacturer's electronic inventory system confirmed the actual use by date to be 04/30/2009. No adverse event reported. Requested return of suspect device and replacement was sent.